Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report she was experiencing high blood glucose. The customer stated no alarms occurred to let her know she wasn't receiving insulin. Blood glucose reading was 300 mg/dl. Troubleshooting was performed. Found a no delivery alarm in the history file. The cannula on the infusion set was found to be bent. Advised that the insulin pump was found to be functioning as designed. Nothing further reported.